Manufacturer narrative:
The evaluation included a review of submitted data, historical data, and product labeling and complaint trending. The instrument log files confirmed the customer's observations, however, no instrument issues were identified. Review of historical data confirmed no systemic issue for the lot in question. A review of the product labeling concluded that the issue is sufficiently addressed. Ticket searches and complaint trending determined there were no increase in complaint activity for the lot related to the customer issue. No product deficiency was identified.

Event description:
Another patient generated architect total bhcg false positive result of 217.68 miu/ml that repeated negative with architect method and a qualitative test method. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result of (B)(6) for sample ID (B)(6) when using the architect total bhcg. Two new samples were obtained with (B)(6) results. The original sample was also repeated with a n(B)(6) result. No impact to patient management reported.